Manufacturer narrative:
No parts have been received by the manufacturer. Event problem and evaluation: on 15-nov-2016, a medtronic representative went to the site to test the equipment. The system was re-booted multiple times during the service visit, but the reported issue did not recur. System logs showed error messages, which stopped occurring after the image acquisition system (ias) and mobile view station (mvs) were re-booted together. It was noted that several successful cases had been performed after the reported event. An imaging system check-out was performed. The mechanical test, imaging test and safety inspection all passed.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the image acquisition system (ias) had been re-booted five times and it would not connect to the mobile view station (mvs). In trouble-shooting, the issue was resolved by disconnecting the two devices, re-booting separately, and then re-connecting after both were fully booted. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.